Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was returned for investigation. Visual inspection confirms that the white piece of the suture was broken. This complaint can be confirmed. The broken suture was taken to a lab and pull tested. The first piece of white suture was tested. It was placed into the fixture on the instron machine and pulled. The suture did not break but slipped in the fixture. The maximum value on the test was 291.698 n (65.576 lbs.). The second broken white suture was tested. The suture did not break but slipped in the fixture. The maximum value on the test was 266.076 n (59.816 lbs.) The maximum value required for the testing of this type of suture is 222.411 n (50 lbs.) So, the pull test passed on both pieces of suture. The potential cause for this issue is not related to manufacturing, because the broken suture passed the pull testing therefore a manufacturing record evaluation is not required. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via email that the pull wire of the rigidloop adjustable cortical implant, standard broke off. It was replaced. No patient consequences reported.